Event description:
It was reported that during the implant of a right atrium leadless pacemaker (ralp) that after multiple repositioning attempts the current of injury was low and there was high capture threshold. The ralp was removed from the body and inspection confirmed a thrombus adhered to the device. The ralp was not used and the physician elected to complete the procedure with a different ralp. There were no patient consequences.